Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the issue with the insulin gauge being inaccurate was intermittent and ongoing. Customer continued to use the existing cartridge. The customer experienced a blood glucose (bg) level of 50 mg/dl. Customer consumed carbohydrates to address bg.